Manufacturer narrative:
Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position ( tips of the jaws no more than 2mm apart) before activating the cutter. Otherwise, the cutter may not securely stay within the guiding track of the jaws.

Event description:
The report stated that during a total abdominal hysterectomy the jaws of the ligasure impact locked up. The device was pulled from the pt without harm. Evaluation of the returned device in 2008 found that the integrated cutter is protruding beyond edge of the closed jaws.